Manufacturer narrative:
(B)(4) date sent: 8/1/2023 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Report submitted in error.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: how was the product purchased? The products were purchased by yudin's clinic through a subcontractor llc renaissance-med. Is there an indication of how the product was distributed? Through the subcontractor "renaissance-med" llc. Is there any indication of the source? Yudin's clinic based on the packaging, is there any indication of which market the original genuine product may have come from? No information was the device used on a patient? If so, was there any patient consequence? The products were accepted by the clinic. The product has already been used. There were no problems. Is a photo available of the product? All photos were presented earlier in the attachment is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. No how many devices are suspected to be counterfeit? All information is registered in section impacted products investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.